Event description:
The balloon did not inflate completely.

Manufacturer narrative:
Attempts to obtain the sample and additional info went unanswered. Upon completion of the investigation, a supplemental report will be submitted.